Event description:
A blood glucose test was performed on a pt and the result was 508mg/dl at 5:33 pm. The pt was given 14 units of nph. A lab test was done at 6:15pm and the result was 8mg/dl. At 7:12pm a result of 215mg/dl was received on the device, a lab at 7:30pm was done with a result of 6mg/dl. Another blood glucose comparison was performed, the device result was "lo" and the lab was 5mg/dl at 8:15mg/dl. The pt was unconscious during the testing. Unk if controls were in range. A request was made for the return of the suspect device and replacement product was sent.